Manufacturer narrative:
A review of the manufacturing details confirmed that the component had been manufactured with no non-conformances identified. A review of the design file confirmed that the device was made to the surgeon approved design. The device was implanted so was not available for review. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom implant is similar to the mets modular distal femur (k121029).

Manufacturer narrative:
The procedure was successfully completed. It should be noted that custom designs are reviewed and approved by the surgeon prior to the device being manufactured. The design review has concluded that the component was designed & manufactured as per the approved design. However the surgeon may have misinterpreted the design.based on the information provided a definitive root cause could not be determined. Further information such as product details, pre- and post-operative x-rays, operative reports are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that there was a discrepancy between the implant design and the implant that was subsequently delivered. This is a supplemental report to 3004105610-2014-00182 ((B)(4)).

Event description:
It was reported by the surgeon that there was a discrepancy between the implant design and the implant that was subsequently delivered.